Manufacturer narrative:
Submit date: 8/11/16. The DHR was originally conducted with no lot number. The lot number is 1333800118. Please see updated DHR statement for lot 1333800118. A device history review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release.

Manufacturer narrative:
Submit date: 04/05/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports when using the oreopoulos zellermann catheter during home-dialysis, the patient noticed that the catheter is ripped under the skin. During removal in the hospital, the surgeon noticed that the location that is ripped is about 3cm from the cuff. The catheter had been implanted approximately 18 months ago. There was no person injured. A new catheter was implanted, there was no medical intervention required and the patient is well.

Manufacturer narrative:
Since the lot number was not provided a device history record (DHR) review could not be performed. According to testing performed the sample consisted of pd catheter. This component was returned inside a generic plastic bag and showed signs of use (dirt/blood residues and damage). Visual inspection was performed and it observed some cuts on the walls of the tubing the catheter. Additionally, the catheter was cut approx.6 cm below the cuff. In order to confirm some leak the functional test was required. However, did not bubbles were detected during the test in the device. The dfmea was reviewed in order to identify the possible root causes for this event. An ishikawa diagram was used to determine the potential causes for this event. The following potential causes were identified either in the dfmea or in addition to this document (product ifus): based on the fishbone diagram, the following causes were identified. Per the event description, the catheter was implanted approximately 18 months ago. The catheter was functioning as intended for a determined time per the event description. Since the catheter has been in place, this fact allows concluding that there was manipulation of the catheter. Based on the usage time and the appearance of the sample (the catheter was ripped about 3 cm below the cuff and dirt/blood residues and damage), it can be concluded that this tubing of the pd catheter could be damaged during use. This is considered the most possible cause. If they appear damaged or defective] and continues, [exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, cuts, etc. Which could impair its performance]. This reported issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations, the catheter returned presented signs of heavy usage (dirt/blood residues and damage). Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the catheter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use where it indicated [exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges] were not followed causing the cuts on walls of the catheter. This reported issue is not confirmed to be manufacturing related. No further actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.